Event description:
Pt underwent gastric bypass procedure (2004-exact date unk) with implantation of device as a staple line buttress. Approx one month post-op (2004-exact date unk) pt presented with gastric pain. Exploratory endoscopy showed device had migrated of gastric pouch. Portion of device was excised.